Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion (pbd). It was reported that at the last follow-up appointment the device was at elective replacement indicator (eri). Pacing impedance and threshold measurements were within normal limits. A revision procedure was performed and the device was explanted and successfully replaced. No additional adverse patient effects were reported.